Manufacturer narrative:
In the event that additional information is received a follow-up report will be submitted. (B)(4). Results of investigation: the avea user interface module (uim) was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue was duplicated. The identified root cause of the reported issue was the control board being affected by a corrupted boot loader.

Event description:
It was reported that user interface module (uim) went blank during patient use just when the patient was just about to be extubated. The customer reported that the patient was fine and that there was no harm or injury.